Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's blood glucose read "high" on the glucometer. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. The customer's mother stated that she set the auto-off alarm on the insulin pump and does not immediately clear the alarm when it occurs. It was explained that insulin is not delivered while this alarming is occurring. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.